Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s caregiver contacted support to report that, during a supply change, they observed that the cartridge had broken inside the cartridge chamber. The device may have been dropped prior to the issue. The caregiver stated that supplies had been changed the previous day and that the cartridge was now empty. The device was displaying a high blood glucose alert greater than 400 mg/dl. The agent advised that the cartridge was likely empty due to the breakage and instructed the caregivers to change supplies if they were able to remove the damaged cartridge. The patient¿s father successfully removed the broken portion of the cartridge, and the patient¿s mother proceeded with a supply change. A follow-up was planned to ensure the issue was fully resolved. According to the blood glucose questionnaire, blood glucose was affected, reaching levels greater than 400 mg/dl for several hours. No backup therapy was used. Ketones were tested and showed no trace. No recent steroid use, professional medical intervention, additional assistance, or immediate health effects were reported. A later follow-up confirmed that the patient was not experiencing any further issues after the supply change and was satisfied with the resolution. Another subsequent call confirmed that the issue had been fully resolved and no further assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.